Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The product was not returned to abbott vascular for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A 3.5x23mm xience xpedition was successfully implanted at the target lesion; however following the deployment, a vessel dissection was noted. Therefore, another stent was deployed to treat the dissected vessel and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.